Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported via sales representative right side textured implants. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported via sales representative right side textured implants. Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional later reported deflated in the office. The event " deflated in the office is not related to device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not rela.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii

Event description:
Healthcare professional reported via sales representative right side textured implants. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.